Event description:
On 4/18/1998 following a diagnostic procedure, an angio-seal device was placed in an obese pt's right groin. One week later (4/25/1998) the pt presented with a hard, red knot and drainage in her groin. On 4/28/1998 a superficial surgical exploration was undertaken (the artery was not explored), following which the wound was packed. Superficial cellulitis was diagnosed and cultures of the site grew staphylococcus aureus. The pt was noted to be afebrile and the infection identified to be localized. The pt was placed on IV antibiotics; follow-up with the pt identified that she failed to reapply a band-aid to the site after the initial bandage was removed. As of 5/26/1998 there has been no further report of complication or pt sequelae made to the MFR.